Event description:
Customer called to report the pump had a blank display. New batteries were installed and the display returned followed by a constant tone alarm. The batteries were removed. Customer re-inserted the new batteries. The display blanked and again followed by a constant tone alarm. Unit was returned for a functional check.